Event description:
IV was successfully started on first attempt with 22 ga 1 inch jelco catheter. IV fluids started, noted leak where catheter was connected to hub. IV catheter was discontinued and IV restarted.